Manufacturer narrative:
Field service engineer (fse) determined that the event presented as a database corruption. Customer worked with fse over the phone to reinitialize the au system database. Initializing the database resolved the issue. The cause of the corruption is unknown. There were no further issues reported after the database was reinitialized. The manufacturer internal identifier for this event is (B)(4).

Event description:
A customer reported random, intermittent patient identification issues on the au680 clinical chemistry analyzer. Customer reported that patient names from (B)(6) 2016 were being linked with current barcoded requests from (B)(6) 2016. Any data displayed on the analyzer screen listed patient name with no assay data. However, the data list analyzer printout would print the incorrect name with the barcode and assay results from another patient. Data uploaded to the facility information system linked the barcode and results to the correct patient. No erroneous results were released from the lab. There was no change to patient treatment associated with this event. Customer indicated there was no issue with the assay performance; all assays performing within specification. Customer stated all control (qc) recovery was within facility ranges.